Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases. Leak test and microscopic analysis was performed which identified: one sharp opening. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening and creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and "creases". The device was explanted.